Event description:
Customer reported an issue with touchscreen responsiveness, specifically stating that the pump screen was frozen and would not respond to input. There was no adverse impact to the customer¿s blood glucose level as it did not exceed the normal range. Customer resolved the issue by resetting the pump with guidance from technical support, which restored screen functionality.